Event description:
It was reported that the patient presented for a hospital check. Upon interrogation, it was noted that the right atrial lead was failing to sense. Programming changes were made. The patient was in stable condition.